Event description:
Inbound call from patient returning call--patient is requesting extra syringes and needles due to one of the syringes and needles not working and started to leak on her. No adverse events reported due to syringe and needle issue. No further info available. Patient did not advise which needle had the issue. No dates or further details are known. Reported to (B)(6) by pt/caregiver.